Event description:
Pt scheduled for endometrial balloon ablation. Pt asleep in o.r. Attempting to insufflate balloon when machine gave error code. Cable changed, balloon catheter changed, cos support hot line called by physician. Unable to correct machine error. Procedure aborted.